Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The up arrow does not respond and the customer cant give themselves a bolus. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. The insulin pump will be replaced for analysis.